Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The logs were reviewed. During the performance test, blood was identified in the patient interface module and drive port. Components with detected blood were replaced. Replaced components included the pneumatic module assembly, drive manifold assembly, scroll compressor and filters. The stm verified that the unit calibrated and passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and the screen shut off. It is unknown if there was any patient harm or injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut down and the screen shut off. There was no patient harm or injury and no adverse event reported.